Event description:
A malfunction was reported on the customer's pump, with the error identified as malfunction code 5. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. In response, tandem technical support decided to replace the pump. The customer was informed about the steps for using their new pump, instructed on storage mode procedures, and advised to return the faulty pump using a provided return box and pre-paid label.